Event description:
I have recently read articles about breast implants being linked to alcl. I have a similar condition called aplastic anemia that has now morphed into pnh. In (B)(6) of 2004, I received breast implants. In (B)(6) of 2004, I was diagnosed with aplastic anemia. I have always wondered if my breast augmentation could be linked to my condition as I was completely healthy prior to this. Now I am living with a critical and terminal illness and my life has never been the same. Alcl and aplastic anemia are similar conditions and I am concerned there may be a link. I wanted to report to the proper channels to ensure complete investigation of breasts implants affects on blood cancers and diseases.